Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced front cover, rear case, left/right handle, front/rear door, barrel clamp, module key lock label, left/right iui (inter-unit-interface), latch spring, flange retainer and wiper seal. Based on the findings, service determined that the reported issue was due to wear of the front cover. Device history record: a review of the device history record showed the device had a manufacture date of 21nov2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record as performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.